Manufacturer narrative:
The manufacturer's field service engineer (fse) confirmed the reported issue. The biomedical engineer was advised to swap out the power management board, power supply or cpu. The biomedical engineer decided not to pursue corrective maintenance on this unit at the time due to economic reason. Device is still broken and will not return to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported the screen is black when the unit is turned on. Patient involvement is unknown at this time.